Event description:
The device was connected to a pt described as in cardiac arrest. The pt chest was described as being excessively hairy, but the skin site was not prepped prior to combination electrode placement. The device reportedly prompted connect electrodes when an attempt was made to analyze the pt rhythm. No additional info regarding the event was reported. There was no allegation of adverse affect to the pt associated with the use. Pt outcome was not reported.